Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 407645; implantable pacing lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a charge circuit timeout occurred; however, the patient did not hear the alarm until two weeks later. It was noted that the device was at end of service (eos). The device and alarms had been turned off approximately two years ago; however, the charge circuit timeout alert cannot be programmed and remained on. The device was explanted and replaced no patient complications have been reported as a result of this event.